Event description:
It was reported that the user was unable to seat the cartridge flush in the pump chamber during a supply change and called for assistance; the user had advanced to the tubing fill step with the motor advanced, resulting in the piston not being fully rewound and preventing cartridge insertion. Symptoms included no reported adverse clinical effects. Outcomes included successful completion of a piston rewind and cartridge insertion after guidance, with the user choosing to complete the remainder of the supply change independently. Investigation included customer service troubleshooting and user education. Investigation of this case revealed improper sequence during the supply change led to the piston remaining extended, causing a fitment issue with the cartridge, which resolved after performing a rewind and restarting the supply change process. It was concluded, based on previously established findings for similar reports, that user procedural error was the cause.